Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received unit had unresponsive buttons due to corroded on keypad trace. No moisture damage found on electronic assy and motor. The insulin pump was received with cracked at battery tube threads and scratched on lcd window. Analysis was unable to verify the excessive no delivery alarm and low reservoir alarm anomaly due to keypad damage. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had moisture damage, unresponsive buttons and damage. The customer's blood glucose reading was 180 mg/dl. The customer stated the insulin pump was exposed to water. He stated the keypad was unresponsive. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.